Event description:
Complaint alleged that while attempting to treat a patient, the device displayed "pacer fault 122" and pacer fault 126" messages. Complaint indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.